Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage of the essure device,breakage'), device dislocation ('migration') and menorrhagia ('abnormal heavy menstrual bleeding; prolonged and abnormal menstruation,menorrhagia') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), uterine pain ("uterine pain even when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), dysmenorrhoea ("abnormally severe menstrual pain,dysmenorrhea"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping, even when not menstruating"), pelvic pain ("pelvic pain"), back pain ("back pain"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the device breakage, menorrhagia, uterine pain, migraine, fatigue, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, headache and dyspareunia had not resolved and the device dislocation outcome was unknown. The reporter considered abdominal pain lower, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and uterine pain to be related to essure. The reporter commented: despite treatment, plaintiff symptoms did not improve. As plaintiff underwent an endometrial ablation, during which the lining of her uterus was ablated in an attempt to stop her abnormally heavy menstrual bleeding. Even with treatment, her symptoms did not improved. Unfortunately, however, she has not yet been able to undergo surgery to remove the essure device. Consequently, she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: results: confirming full occlusion of fallopian device. X-ray of pelvis and hip - on an unknown date: results: revealed breakage of the essure device. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received : following events were added : migration. Reporter information added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("breakage of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In or about (B)(6) of 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), uterine pain ("uterine pain even when not menstruating"), migraine ("migraines"), fatigue ("fatigue"), menorrhagia ("abnormal heavy menstrual bleeding; prolonged and abnormal menstruation"), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe, lower abdominal pain/severe abdominal cramping, even when not menstruating"), pelvic pain ("pelvic pain"), back pain ("back pain"), headache ("headaches") and dyspareunia ("painful intercourse"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the device breakage, uterine pain, migraine, fatigue, menorrhagia, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, headache and dyspareunia had not resolved. The reporter considered abdominal pain lower, back pain, device breakage, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain and uterine pain to be related to essure. The reporter commented: despite treatment, plaintiff symptoms did not improve. As plaintiff underwent an endometrial ablation, during which the lining of her uterus was ablated in an attempt to stop her abnormally heavy menstrual bleeding. Even with treatment, her symptoms did not improved. Unfortunately, however, she has not yet been able to undergo surgery to remove the essure device. Consequently, she continues to suffer from the symptoms outlined above. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian device x-ray of pelvis and hip - on an unknown date: revealed breakage of the essure device incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.